Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 32 mg/dl. Customer was not like to continue troubleshooting site issue. Customer stated that the blood was on the transmitter part and the sensor both of them are covered on blood. Customer stated that the loss of communication. The device will not be returned for analysis.